Event description:
It was reported that during a routine pacemaker implant procedure while the physician was backing the screw out of the device header, the screw fell out. When the physician was going to insert the screw back into the device header, the physician noticed a piece of plastic in the header. The physician opted to implant a different pacemaker. This device is expected to be retuned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a missing set screw. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. This device was never implanted because when the physician backed the screw out, it fell out of the header.

Event description:
It was reported that during a routine pacemaker implant procedure while the physician was backing the screw out of the device header, the screw fell out. When the physician was going to insert the screw back into the device header, the physician noticed a piece of plastic in the header. The physician opted to implant a different pacemaker. This device is expected to be retuned for analysis. No adverse patient effects were reported. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a missing set screw. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. This device was never implanted because when the physician backed the screw out, it fell out of the header.